Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 40 mg/dl. Customer¿s current blood glucose value was 159 mg/dl. Customer treated with food for low blood glucose. Based on customer¿s reports the customer was alleged the insulin pump for over delivery because when he treats for a low blood glucose and it observed that the micro basal being delivered and it goes low again. The product will not return for the analysis.